Manufacturer narrative:
The device was returned and evaluated. The tip passed leak and thermistor testing; however, it failed visual testing due to a dent on the surface. No functional test was performed as the tip time limit was reached. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported a patient experienced a burn over the bilateral lower cheek area on the same day of a thermage treatment over the face. The highest energy level used was 3.5. The patient was administered superficial anesthetic prior to the procedure. Ice was applied post procedure and patient received artificial skin for treatment. Available images were reviewed and burn and blisters are visible over both cheeks and the right neck. The patient's current status was reported as blisters are resolving and no permanent scar is expected.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The tip was returned for evaluation and no issues were found that are related to the event. Although the data card log was not returned for evaluation, the customer reported no system errors or anything out of the ordinary occurred during treatment. Based on the available information, burns are known possible adverse patient reactions to thermage treatment.